Manufacturer narrative:
The sample is currently in transit to bd for evaluation. Once the sample has been evaluated, a supplemental emdr will be submitted. Addendum: the subject product was returned for evaluation. Visual inspection found all the contents had been successfully expelled from the device. There was no product build up in the applicator or applicator tips, and no signs of leakage into the applicator, indicating that excess forces were not applied during set up or when deploying the progel. The push rod appears to have been pulled outward away from the applicator. The two glass cartridges are both broken proximal to the push rod. The IFU for the progel product instructs the user: during applicator assembly, the progel¿ push rod is designed to lock into the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges. Root cause is use-related. The subject product is not marketed for us sales. A similar product is marketed in the us. Updated fields: b.5 d.10, g.7, .2, h.3, h.6, h.10. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the progel platinum product was used with success during a revision lung surgery, the doctor handed the empty syringe back to the scrub nurse. When she put the progel device back on the sterile tray on the plastic tray out of which the progel came out of, she saw a piece of glass. It has fallen out of the syringe into the plastic tray. After a closer look it was concluded that it was coming from the one of the glass cartridges. This was noted after use and there was no patient injury. The subject product is not marketed for us sales. A similar product is marketed in the us.

Manufacturer narrative:
The sample is currently in transit to bd for evaluation. Once the sample has been evaluated, a supplemental emdr will be submitted. Device has been shipped, but not received yet.

Event description:
It was reported that after the progel platinum product was used with success during a revision lung surgery, the doctor handed the empty syringe back to the scrub nurse. When she put the progel device back on the sterile tray on the plastic tray out of which the progel came out of, she saw a piece of glass. It has fallen out of the syringe into the plastic tray. After a closer look it was concluded that it was coming from the one of the glass cartridges. This was noted after use and there was no patient injury.